Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment of the left circumflex artery, the taxus express2 2.5x12mm was damaged during unpacking. The physician completed the procedure with a different device. The pt's condition is reported as good.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.